Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat an iliac artery. An 8.0 x 59 mm omni elite balloon-expandable stent (bes) dislodged in the introducer sheath. The omni elite bes was removed together with the introducer sheath. An unspecified stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.